Manufacturer narrative:
This device was later returned for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. It was noted that the projected remaining battery life had decreased more rapidly than the check-up intervals. A review of the device data by technical services showed that battery consumption was higher than expected and had been increasing over the past year. It was recommended the device be replaced or data reviewed once again within 90 days. The device remains in service. No additional adverse patient effects were reported. Information was later received that this pacemaker was explanted and successfully replaced. This device is expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. It was noted that the projected remaining battery life had decreased more rapidly than the check-up intervals. A review of the device data by technical services showed that battery consumption was higher than expected and had been increasing over the past year. It was recommended the device be replaced or data reviewed once again within 90 days. The device remains in service. No additional adverse patient effects were reported.